Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of pain in a (B)(6) female patient who used poligrip (formulation unknown) cream as a denture adhesive. A physician or other healthcare professional has not verified this report. Co-suspect medication included super poligrip (formulation unknown), super poligrip extra care with poliseal ((B)(4)), and fixodent. On an unknown date, the patient started using poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced pain, burning (nos), numbness, headache, fall, zinc toxicity, and copper deficiency. At the time of reporting, the events were unresolved. According to the complaint, the patient experienced "neuropathy-like symptoms", including but not limited to pain/burning/numbness in areas of her body, including but not limited to her feet/toes. She experienced numbness and pain in her hands, headaches, and falls; all attributed to excess zinc and resulting in copper depletion due to her use of poligrip, super poligrip, super poligrip extra care with poliseal, and fixodent. The patient reported experiencing potentially permanent neurological damages and other related injuries that may leave the patient "unable to perform her normal, customary and daily activities in the future, and currently rendering her in a severe state of severe pain." Follow-up information was received on (B)(4) 2010 via medical records. On (B)(6) 2010, the patient went to the emergency room with complaints of a headache, numbness in bilateral hands/toes, pain, and burning since 2009, but more intense since (B)(6) 2010. The patient reported a shooting pain from the hands that went to the elbow. On (B)(6) 2010, the patient's copper level was 134 (normal 70 to 175 mcg/dl) and zinc level was 94 (normal 60 to 130 mch/dl). Follow up information was received on (B)(4) 2011 via medical records. On (B)(6) 2010, it was noted the patient went to a lawyer because she thought she had peripheral neuropathy from poligrip denture cream due to heavy metal toxicity, as she was evaluated for headache and neuropathy. On (B)(6) 2010, the patient was seen by electromyography (emg) neurology for rule out neuropathy. The patient has a history of zinc toxicity, normal copper levels, and bilateral hand and leg symptoms with gait disorder. Electrodiagnostic studies showed generalized axonal sensory-motor polyneuropathy with secondary demyelinating features.